Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to patient experiencing odd sensations with the therapy. The patient is doing well post operatively and the device will not be returned due to hospital policy. Further information received indicated that the tingling sensations reported by the patient were not a result of the stimulator.